Manufacturer narrative:
Medtronic complaint report: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The indication for implantation of the abdominal mesh in the patient was ventral hernia x 2. The patient experienced adhesions, bowel obstruction; revision surgery; and pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient experienced adhesions, bowel obstruction; revision surgery; and pain.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after the implant, the patient experienced adhesions, bowel obstruction, chronic foreign body reaction, inflammatory responses, infections, bowel issues, discomfort, mental anguish, defective mesh, failure of mesh, inflammation, scarification, mesh encapsulation, lack of adequate ingrowth, disability, impairment, loss of enjoyment of life, and pain. Post-operative patient treatment included revision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.